Event description:
Crrt at bedside. Without touching the machine, the tubing on top of the filter (150) disconnected and blood was flowing out the dialysis machine onto the floor. Stopped treatment and immediately clamped the access lines. Less than 200 ml of blood loss estimated. Fellow up labs sent once machine was cleaned and able to reload a filter and start treatment. Patient's hgb did drop from 7.6 to 7.0 transfused 1 until prbc.